Event description:
The customer alleged a manufacturer hill-rom bed, serial number (B)(6) that had sharp metal edges on the foot section. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."